Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2011, 6947 implantable defibrillation lead, (B)(6) 2011. (B)(4).

Event description:
It was reported the device reached recommended replacement time (rrt) in less than two years and the device longevity was less thanexpected. Also, the left ventricular (lv) lead threshold was very high and needed to have a programmed value of 5-6 volts at 1.5 milliseconds. The device was explanted and replaced and the lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.